Event description:
# 20 jelco inserted into rt hand without difficulty. Metal barrel removed without difficulty. Well flushed bleb formed and catheter removed without difficulty. Pressure held following this at insertion site piece of plastic noted. Denied any pain but noted "something" in his hand with palpation of area. Taken to ER and small piece of catheter removed by md surgically; required 2 sutures to close area; light dressing applied.